Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files available for analysis did not cover the event date. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. No failure detected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery would occasionally self-disconnect from the controller. The battery was replaced. No patient complications have been reported as a result of this event.